Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit was flickering during a case. It was unk whether or not this caused a delay in the case or if there was any harm to the pt.